Event description:
Reportable based on device analysis completed on 04-sep-2018. It was reported that tip damaged occurred. The stenosed target lesion was located in posterior tibial artery. The target lesion was delivered thru a v-18 wire and a non bsc sheath. A 6.0mmx100mmx135cm-hybrid fg sterling otw was used to dilate the lesion. When balloons were attempted, a kink in the catheter near the tip of the balloon was noticed. The procedure was completed with a different device. No patient complications were reported. It was further reported that the returned device analysis revealed a hole in the inner shaft from the tip. Device evaluated by manufacturer: the balloon was loosely folded and there was blood on the balloon. Microscopic examination revealed a hole in the inner shaft 5.5cm from the tip, kinked balloon and inner shaft at 9.7cm from the tip.